Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and mildly calcified left main trunk to left anterior descending artery. A 4.5mmx20mm maverick¿ xl balloon catheter was advanced for dilation. However, during the pre-dilatation, indentation still remained on the fourth inflation and then pressure level was increased to 12 atmospheres but the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non- bsc balloon catheter. No patient complications were reported and the patient status was good.